Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of header damage was confirmed in the laboratory. Due to the severe header damage, electrical testing could not be performed. The device was otherwise normal

Event description:
It was reported that patient presented in operating room during an implantable cardioverter defibrillator swap out for a normal elective replacement indicator. During explant, the removal of the device was difficult, and it was noted that what seemed to be the device antenna was sticking out. No patient symptoms were reported.